Event description:
The facility reported a colleague infusion pump with failure code 703:00 on channel c. According to the facility, this event occurred upon power-up during biomedical testing. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 703:00 was confirmed during product evaluation. The root cause was determined to be a faulty user interface module (uim) printed circuit board (pcb) on channel c. The uim pcb was replaced to correct this condition. This issue is being investigated through CAPA.